Manufacturer narrative:
(B)(4).

Event description:
The consumer reported an elective replacement indicator (eri) on a non-rechargeable implantable neurostimulator (ins). The patient had a CT scan today and turned stimulation off. Now they see an eri and cannot turn stimulation back on. It was reported that they tried to bypass the eri message but the consumer only got a poor communication or eri screen. No symptoms were reported. Relevant medical history includes non-malignant pain.